Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was pulled over and paramedica were called in response to a low blood glucose level. The customer was hospitalized; blood glucose level was 33 mg/dl at the time of admission. The customer reported that he had gone straight from work to an event without eating. The insulin pump was not replaced or returned for analysis.